Event description:
It was reported that medfusion 4000 alarming system failure. Patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified primary audible alarm background (bgnd) test. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Replaced speaker for preventive and upgraded the device software. Performed preventative maintenance and all functional testing.